Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were delayed and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all of the other keypad buttons responded appropriately. The original complaint of the delayed response of the up arrow, down arrow and ok buttons was not duplicated during testing. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.